Manufacturer narrative:
The device was received partially deployed with the formed needle extended past the bottom housing. Upon opening the device, the formed needle was found to be dislodged from the slide retract, and damage was observed on the slide retract, indicating the hard cannula was incorrectly installed. The incorrect installation resulted in a failure to fully retract the formed needle as reported by the customer. No other damages or defects were noted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to 300 mg/dl. It was reported that the pods needle had not retracted upon initial activation.